Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported a tubing separation; subsequently, blood loss was noted. The tubing set was being used to deliver an unspecified solution via an unspecified plum pump. After an unspecified length of time in use, it was reported the patient was leaning away from the pump with the tubing taut and the tubing "disconnected from the connection closest to the patient". An unspecified amount of blood loss was reported. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.